Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
As per complaint (B)(4), a dental implant failed to osseointegrate during a clinical procedure and the implant was explanted.. No adverse patient effects wer recorded.